Event description:
The patient experienced intermittent stimulation and a surging/fading a sensation when the device was on. There was no known accident or incident related to this complaint. The patient was at the clinic in good condition. Additional information has been requested.

Manufacturer narrative:
(B)(4).